Manufacturer narrative:
Insulin pump had excessive no delivery alarm during excessive no delivery test due to faulty force sensor resistor (gold). Insulin pump passed basic occlusion test and displacement test. Unable to perform occlusion test and prime/compromised force sensor system test due to excessive no delivery alarm. Insulin pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had no delivery. The customer¿s blood glucose was 233 mg/dl at the time of the incident. The customer stated that the insulin had alarmed no delivery. The customer was advised that the pump needs to be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.